Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients. The following data was provided: patient 1 heart stent patient retested 6 months after procedure result = 0.116 ng/ml beckman result is negative, electrocardiogram and imaging tests normal. Patient 2 initial test = 0.042 ng/ml repeat test = 0.044 ng/ml beckman result is negative. Reference range: 0-0.026 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any related trends in which there was a product issue. The overall performance of the architect stat high sensitive troponin-I reagent was reviewed using field data from customers. A review of field data for the overall performance of lot 64189ud01 indicated the patient median results are within the established limits. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I, reagent lot 64189ud01.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two patients. The following data was provided: patient 1 heart stent patient retested 6 months after procedure result = 0.116 ng/ml beckman result is negative, electrocardiogram and imaging tests normal. Patient 2 initial test = 0.042 ng/ml repeat test = 0.044 ng/ml beckman result is negative. Reference range: 0-0.026 ng/ml no impact to patient management was reported.